Event description:
In 2010, the lay patient contacted lifescan (lfs) alleging that her one touch select meter displayed the battery indicator. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation. The patient said the product issue started about two weeks ago. She said she was constantly changing the meter battery due to the low battery message. During the two week period, she said she had symptoms including trembling and cold hands. She could not recall the specific time(s) this occurred. She said she drank tea as self-treatment. She also said she called her doctor, but no specific treatment and/or advice was documented. The csr documented that the patient replaced the meter battery with battery no. 2025 instead of 2032. The patient's product was replaced. This complaint is reported because the patient alleges that the lfs meter displayed the battery indicator during a two week period and during that period the patient experienced trembling which can be associated with hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.